Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the service and repair DHR review. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked. Motor not running found in pump event history log. Flow test was able to find motor not running during the test. The root cause of the reported issue was found to be normal wear with a combination of motor assembly. The pump is over 14 years old. Actions were taken to mitigate the reported issue: replaced motor assembly and cases.

Event description:
It was reported that the device's motor not running. No patient injury was reported.